Manufacturer narrative:
No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
Incident details provided to the manufacturer by the patient's location of purchase, grandvision. The patient was seen for emergency medical treatment after experiencing unspecified difficulty with her soft contact lens for the right (od) eye. The patient was referred to the university hospital for treatment. The patient states that the ophthalmologist found scars on the eye that were not there before use of the contact lens. The patient states she underwent treatment and could have lost her eyesight. Treating healthcare facility details, location and severity of scaring, and treatment plan unknown. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information, incomplete diagnosis, and unknown resolution.